Event description:
Medtronic received information regarding a pipeline flex with shield that was stuck in the phenom 27 microcatheter. The patient was undergoing a procedure via radial access to treat left carotid artery unruptured saccular aneurysm. The aneurysm max diameter was 3mm and the neck diameter was 3mm. Patient's vessel tortuosity was normal. Dual antiplatelet treatment (dapt) was not administered. It was reported that the devices were prepared and catheter was flushed as indicated in the instructions for use (IFU). The catheter was flushed continuously with heparinized saline. The catheter system was navigated into position and the pipeline was delivered. Deployment of the pipeline was initiated and the pipeline was opening as expected. However, when about half of the pipeline stent was deployed, the pipeline got stuck and could not be advanced out further for deployment. The doctor then tried to pull it back but the pipeline could not be retrieved either. The doctor attempted repositioning, releasing the slack in the system, and using push/pull but it did not resolve the issue. The pipeline could not be deployed or retrieved; it was stuck in the distal end of the phenom microcatheter. Finally the doctor removed the system together from the patient. It was noted that the catheter had accordion type damage at the distal end. There was no damage observed to the pipeline pushwire. The devices were replaced and a pipeline 4 x 16 was then delivered and deployed without complication to complete the procedure successfully. There was no harm or injury to the patient associated with this event. Post-procedure angiography showed successful results with the replacement pipeline. Ancillary devices: rist 6f 100cm catheter, 0.014 micro guidewire

Manufacturer narrative:
Continuation of d10: product ID fg15150-0615-1s ((B)(6)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.